Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 and a cannula-type infusion set, following frequent pump pauses and a missed meal announcement; blood glucose was 223 mg/dl without symptoms, and customer care guided a factory reset and re-setup and device troubleshooting. Investigation of this case revealed that the pump was frequently paused, and that missed meal announcement could have contributed to elevated glucose; the device paired successfully with the cgm and was restored to factory settings with normal function observed post-reset. No clinical symptoms during the event. Outcomes included no injury and no medical intervention or hospitalization. It was concluded that hyperglycemia occurred with cause unclear, with user-related factors possibly contributing, and that the device operated as expected after reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.